Event description:
Boston scientific received information that this product was part of a system revision due to infection. This pacemaker was then used as an external temporary pacing device. Subsequently, this pacemaker was taken out of service and a new system was implanted. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). The product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.